Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a baxter IV (intravenous) tubing set was leaking from an unspecified location. It was further specified that the nurse noticed a puddle of water on the floor during the transfer of a patient from a stretcher to the bed. The IV tubing was cut/sliced just underneath the IV pump. The rest of the IV tubing remained attached to the patient. The nurse was unsure if the tubing was broken in transport, at the initial ward, or on the ward the patient was transferred to. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device manufacturer name: baxter healthcare - dominican republic previously submitted as baxter healthcare corporation catalogue # 1c8727 previously submitted as asku. The device was received for evaluation. A visual inspection was performed and all components were correctly placed according to product specifications; however, it was noted that the tubing was cut in to two parts. Due to the nature of the returned sample no functional testing was performed. The reported problem was verified. The cause of the reported condition was not determined. Should additional relevant information become available, a supplemental report will be submitted.